Event description:
Plastic tip fell off (broke off) during blood collection, second incident. The incident report was filed with risk management. This is second complaint from this person and she has one of anecdotal evidence of others with same problem. Have already pulled all of this lot number from stocks.